Manufacturer narrative:
(B)(4). The reported complaint of "possible he loss 3 alarms" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ac3 exchanged after possible he loss 3 alarms". No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "ac3 exchanged after possible he loss 3 alarms". No patient injury or consequence reported. The patient's current condition is reported as "critical".